Event description:
Reporter indicated that lead test at office visit resulted in high lead impedance reading (dc-dc code 7 and limit). The test was repeated 4 or 5 times with the same result. The device was not yet programmed to on. It was reported that the pt did not cough during the lead tests, indicating a good connection between the lead and generator. X-rays review by the site did not identify an obvious break in the lead. Further investigation revealed a high lead impendance reading was obtained during lead test after implant surgery (dc-dc code unknown). The surgeon re-opened the pt at the neck incision site and irrigated the nerve. Lead test was repeated and result was ok. Further f/u revealed that a revision surgery was performed 4 weeks post implant. During the revision surgery, fluid was seeen in the lead when the generator site was exposed. A pre-implant test was run on the generator and the results were acceptable. Surgeon was going to implant a new lead until he noticed that the vagus nerve, jugular vein, and the original lead were fused together with scar tissue. Excessive bleeding occurred because of this situation and it was decided that a new lead would not be implanted. Both the lead and the generator were explanted.